Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the doctor was able to flush the port, however it did not pour back blood, only bubbles. Device malfunctioned and the doctor had to us another port. There was no patient injury reported.